Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the two used devices are inside a blue container backwards, however it is not possible to determine if the devices have an anomaly. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint cannot be confirmed. The devices are required for a physical evaluation, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 2 of 2 for pc-(B)(4). It was reported by a healthcare professional in australia that during a meniscal repair procedure on (B)(6)2022 , it was observed that one of the truespan meniscal repair system peek 12 degree device misfired on the first deployment while the second truespan meniscal repair system peek 12 degree device misfired on the 2nd deployment. According to the report, both devices made a large clicking noise like a mechanism broke. Another like device was used to complete the procedure with a delay of three minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.